Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v249005, implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type lead; product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(4) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said they were intra-op in the operating room (or) removing the system for MRI purposes; there is explant difficulty. The caller said they think the lead may have broken or snapped and inquired about MRI eligibility; it was reviewed that a patient is head-only eligible for MRI with abandoned components. Additional information received from the rep who said the lead snapped and was discarded; an attempt will be made to remove the rest of the lead on (B)(6) 2018; the patient needs an MRI. Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The piece that remained in the patient was removed after another try. The ins and lead will not be returned; the specimen was sent within the hospital and discarded. No patient symptoms were reported and no further complications have been reported as a result of this event.